Event description:
It was reported that during lens implantation, the posterior haptics were trapped between the viscoject 1.8 delivery device and the "blue sleeve". The incision was enlarged the lens was removed and successfully replaced intraoperatively with another lens. Please reference MDR# 1119279-2013-00217 for the lens.

Manufacturer narrative:
The delivery device was returned to bausch + lomb for eval. Visual inspection found the blue silicone cushion separated from the tip of the plunger rod and stuck in the tip of the winged cartridge. The blue silicone cushion was protruding from the end of the tip causing the tip to be enlarged or expanded. There was very little evidence of dried solution in the damage cannot be determined. Functional testing cannot be determined. Functional testing cannot be performed due to the returned condition of the delivery device. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. Add'l info was received, stating that the intern was loading the lens for the first time and did not use enough viscoelastic leading to the reported issue.